Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow-up. Upon device interrogation, multiple automatic mode switch episodes were noted. The noise could be reproduced on the atrial lead with isometrics and arm movements in the clinic. The physician elected to take no action and continue monitoring the patient.

Manufacturer narrative:
(B)(4).